Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to enlarged prostate, the console presented low power mode. The procedure was completed with the original device, without patient complications.